Manufacturer narrative:
No product will be returned per customer. The customer complaint could not be confirmed because the product was discarded and not returned for failure investigation. The root cause of this failure was not identified. Patient demographics requested however declined to answer.

Event description:
It was reported that when the rn spiked the bag and prepared to insert the tubing into the device, the rn noticed that medication was leaking from the middle section "not near a port or connection." The rn stated; ¿as if there was a hole in the tubing.¿ the customer confirmed that there was no patient harm. The event occurred at (B)(6) health center.